Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after removing the cassette from the cycler at the end of pd treatment. The treatment was cancelled due to the cycler unexpectedly powering down. It is unknown at which point in therapy the leak may have begun. The patient observed fluid on the floor from the cycler set and disposable they had removed the night before after the cycler powered down. The source of the leak is unknown. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information, however, to date a response was not received.